Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited low impedance and noise. No other electrical anomalies were noted. The lead was reprogrammed and the patient would continue to be monitored. On (B)(6) 2015, the right ventricular lead was capped and replaced due to low impedance. No further information was available.

Manufacturer narrative:
(B)(4).